Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the narrow, heavily tortuous, heavily calcified, left anterior descending (lad) artery, the powerturn flex guide wire had been placed and two balloon catheter pre-dilatations were performed. The guide wire was being used with an unspecified stent delivery system (sds) when the patient moved and the guide wire slipped out of the vessel and a dissection was noted. The guide wire could not be re-advanced and the dissection was not treated; the patient died while still in the catheterization lab suite. No additional information was provided.